Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue.  Proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. (B)(4).

Event description:
The customer reported that their device was intermittently powering itself on and would not power off, unless the battery was removed. The reported issue could represent a device failure which could cause other functions of the device to be inoperable. &#1288;ere was no report of any patient use associated with the reported issue.